Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported that a patient's right ventricular lead presented with an unspecified malfunction. The lead was explanted and replaced in a procedure on (B)(6) 2020. Post-procedure the patient status was unknown.